Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug was only half released on a 5f exoseal vascular closure device (vcd). Hemostasis was achieved with manual compression. There was no reported patient injury. The diagnostic procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 4 seconds after depressing the deployment button. When the device was withdrawn, the plug found partially deployed, partially out of the shaft and the indicator wire was not visible. The patient¿s body mass index (bmi) was not greater than 40. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. Additional information was requested but not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. As reported, the plug was only half released on a 5f exoseal vascular closure device (vcd). Hemostasis was achieved with manual compression. There was no reported patient injury. The diagnostic procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 4 seconds after depressing the deployment button. When the device was withdrawn, the plug found partially deployed, partially out of the shaft and the indicator wire was not visible. The patient¿s body mass index (bmi) was not greater than 40. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. Two non-sterile vascular closure device 5f ¿ us units were received for analysis inside a bag. The devices were unpacked to proceed with the analysis. The other unit received in the same bag was evaluated under (B)(4). Per visual analysis, the unit was already inserted into a cordis csi (catheter sheath introducer), the deployment lever/button on the device was pressed and the plug was not present on the delivery shaft, which was found with dried blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. A kinked/bent condition was found on the delivery shaft located approximately at 2.8 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameter were measured and compared. The measurements were taken near the damage found and at the distal tip end of the component. The results were within specification. The functional analysis could not be performed since the unit was fully deployed. However, it was confirmed that the plug did not overload the molded plunger disk, the internal components showed no damage upon examination, and the trigger was properly engaged with the left case slot. No microscopic analysis was conducted, as the required tests were covered by the functional analysis. A review of the manufacturing documentation associated with lot 18365187 presented no issues during the manufacturing process that can be related to the reported event. The reported event by the customer as ¿vascular closure device (vcd) ¿ deployment difficulty - partial deployment¿ could not be confirmed, as the received unit was fully deployed. Analysis confirmed that the plug did not overload the molded plunger disk, the internal components showed no damage upon examination, the trigger was properly engaged with the left case slot, and the inner diameter of the delivery shaft distal tip end was within specification. A kinked/bent condition was observed on the delivery shaft, and dimensional analysis was performed to verify the inner and outer diameters of the component near the damage; results were found within specification. Procedural, patient-related, and/or handling factors may have contributed to the condition found. The device was received with the plug fully deployed, which does not match the condition of the event reported. If the device was manipulated post procedure and the plug removed, it is possible that the kink in the delivery shaft led to the reported event. However, without procedural images, the exact cause of the reported event cannot be determined. No obvious manufacturing defects or anomalies were identified that could have led to the reported event. The product analysis and product history review does not indicate that the failure was related to the manufacturing process, and no corrective or preventive actions will be taken.